Manufacturer narrative:
The system was examined and the reported event(s) were replicated and confirmed. The power distribution printed circuit board (pcb), stepper-motor, and fluidics roller assembly were all replaced to resolve the issue(s). The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The customer reported event of the system shutting down and abnormal noise was confirmed and replicated. Company representative replaced the nonconforming power distribution pcb, stepper motor and fluidics roller assembly to address these events. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the system presents an abnormal sound in the fluidics module, and the system turns off unexpectedly.